Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2005086) on 17-apr-2020. The most recent information was received on 12-may-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced abdominal pain (seriousness criterion medically significant), back pain ("back pain radiating to the chest"), musculoskeletal pain ("musculoskeletal pain"), abdominal distension ("excessive abdominal swelling"), eructation ("excessive belching"), depression ("depression"), neuralgia ("neuralgia"), fatigue ("intense chronic fatigue"), insomnia ("incapacitating insomnia"), alopecia ("hair loss"), ovarian cyst ("developed ovarian cysts"), renal cyst ("developed kidney cysts"), hepatic cyst ("developed liver cysts"), varicose veins pelvic ("pelvic varicose vein"), iron deficiency ("iron deficiency") and vitamin b12 deficiency ("vitamin b12 deficiency") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal imbalance"). On (B)(6) 2020, the patient experienced allergy to metals ("patch test positive for severe nickel allergy"), 3 years 7 months after insertion of essure. Essure treatment was not changed. At the time of the report, the abdominal pain, back pain, musculoskeletal pain, allergy to metals, abdominal distension, eructation, depression, neuralgia, fatigue, insomnia, alopecia, ovarian cyst, renal cyst, hepatic cyst, varicose veins pelvic, weight increased, iron deficiency, vitamin b12 deficiency and hormone level abnormal had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, depression, eructation, fatigue, hepatic cyst, hormone level abnormal, insomnia, iron deficiency, musculoskeletal pain, neuralgia, ovarian cyst, renal cyst, varicose veins pelvic, vitamin b12 deficiency and weight increased with essure. The reporter commented: tubal sterilization; devices 4 cm long; 45.5 mg; made with metals including nickel. Allergy test performed due to my many ailments. Patch test positive for severe nickel allergy on (B)(6) 2020. Patient¿s current condition: hair loss, weight gain, iron and vitamin b12 deficiencies, neuralgia, abdominal and back pain radiating to the chest, appearance of many cysts (ovarian, kidney and liver cysts), hormonal imbalance, excessive belching and abdominal swelling, pelvic varicose vein, incapacitating insomnia leading to fatigue and musculoskeletal pain. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: abdominal-pelvic CT scan for assessment of chest pain and left hypochondrium: no abnormality. Gynaecological examination - on (B)(6) 2018: anteverted uterus with no visible abnormalities, essure in place, functional cyst on the right ovary 26 mm. Oesophagogastroscopy - on (B)(6) 2019: 1 / gastro-oesophageal reflux disease favoured by a hiatal hernia with stage I oesophagitis - 2 / erosive antral gastritis: biopsies to screen for helicobacter pylori. Skin test - on (B)(6) 2020: positive for severe nickel allergy. Quality-safety evaluation of ptc: a ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced abdominal pain (seriousness criterion medically significant), back pain ("back pain radiating to the chest"), musculoskeletal pain ("musculoskeletal pain"), abdominal distension ("excessive abdominal swelling"), eructation ("excessive belching"), depression ("depression"), neuralgia ("neuralgia"), fatigue ("intense chronic fatigue"), insomnia ("incapacitating insomnia"), alopecia ("hair loss"), ovarian cyst ("developed ovarian cysts"), renal cyst ("developed kidney cysts"), hepatic cyst ("developed liver cysts"), varicose veins pelvic ("pelvic varicose vein"), iron deficiency ("iron deficiency") and vitamin b12 deficiency ("vitamin b12 deficiency") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal imbalance"). On (B)(6) 2020, the patient experienced allergy to metals ("patch test positive for severe nickel allergy"), 3 years 7 months after insertion of essure. Essure treatment was not changed. At the time of the report, the abdominal pain, back pain, musculoskeletal pain, allergy to metals, abdominal distension, eructation, depression, neuralgia, fatigue, insomnia, alopecia, ovarian cyst, renal cyst, hepatic cyst, varicose veins pelvic, weight increased, iron deficiency, vitamin b12 deficiency and hormone level abnormal had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, depression, eructation, fatigue, hepatic cyst, hormone level abnormal, insomnia, iron deficiency, musculoskeletal pain, neuralgia, ovarian cyst, renal cyst, varicose veins pelvic, vitamin b12 deficiency and weight increased with essure. The reporter commented: tubal sterilization; devices 4 cm long; 45.5 mg; made with metals including nickel. Allergy test performed due to my many ailments. Patch test positive for severe nickel allergy on (B)(6) 2020. Patient¿s current condition: hair loss, weight gain, iron and vitamin b12 deficiencies, neuralgia, abdominal and back pain radiating to the chest, appearance of many cysts (ovarian, kidney and liver cysts), hormonal imbalance, excessive belching and abdominal swelling, pelvic varicose vein, incapacitating insomnia leading to fatigue and musculoskeletal pain. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram on (B)(6) 2018: abdominal-pelvic CT scan for assessment of chest pain and left hypochondrium: no abnormality. Gynaecological examination on (B)(6) 2018: anteverted uterus with no visible abnormalities, essure in place, functional cyst on the right ovary 26 mm. Oesophagogastroscopy on (B)(6) 2019: 1 / gastro-oesophageal reflux disease favoured by a hiatal hernia with stage I oesophagitis - 2 / erosive antral gastritis: biopsies to screen for helicobacter pylori. Skin test on (B)(6) 2020: positive for severe nickel allergy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.